Event description:
It is reported by the male nurse of the hospital, the device was used to remove a non stryker plate. Because of the cold shut of the plate and the screw the removing was complicated. During screwing out a piece of the handle broke. Surgery was completed successfully by a piecemeal removal of the plate.

Manufacturer narrative:
The returned device matches the report and the reported event was confirmed, since material has partly separated from the crest of the thread, whereas has to be ascertained that the tip of the device is not broken off. Review of the inspection records revealed no discrepancies and mechanical properties of the material of the device are within specified tolerances. The conical extractor returned was documented as faultless prior to distribution; thus, we exclude deviations in material and manufacturing. The conical extractor is developed for implant (screw) extraction. It is used as the last option (¿emergency instrument¿) in case that standard instrument fails during explantation. According to information received the returned instrument was used to remove a non-stryker-plate. The extraction was complicated by the cold-welded screw. During attempts to unscrew it, a piece of the conical extractor allegedly broke off. Finally, the plate could be successfully removed piece by piece and by overdrilling the screw subsequently. Evaluation revealed that the root cause of the damaged / worn thread is not linked to a deficiency of the device, but is rather user related; the extractor was used as an ¿emergency instrument¿ under malalignment and excessive force application in order to remove cold welded screws from a non-stryker-plate. Stryker can only recommend use of the extractor instruments with its own products. Application of the instruments to competitive products or to stryker products that have been altered may be possible but has not been validated. No non-conformity was identified.

Event description:
It is reported by the male nurse of the hospital, the device was used to remove a non stryker plate. Because of the cold shut of the plate and the screw the removing was complicated. During screwing out a piece of the handle broke. Surgery was completed successfully by a piecemeal removal of the plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Referring to the product inquiry the extractor, male, left hand implant extraction set 5 mm, is stated to be the primary product. No further associated product was reported. According to information received the product reported was not available for evaluation because it has got lost during transportation. Thus, a physical examination could not be carried out. A review of the device history records was not possible as the lot code of the reported device is unknown. The investigation report is based on available information, only. The event description states that ¿the device was used to remove a non stryker plate¿. In the original product experience report (per) it is also stated that due to the cold welding between screw and plate the removal was difficult. The brochure ¿implant extraction set / implant extraction guide module one & two¿ informs under chapter ¿contraindications¿: ¿cold welded screws require cutting tools for metal to remove the screws. The extraction set does not feature carbide drills or other cutting tools to remove cold welded screws. Stryker can only recommend use of the extractor instruments with its own products. Application of the instruments to competitive products or to stryker products that have been altered may be possible but has not been validated. Where competitive products are mentioned in this document this is solely to indicate where application of the extractor instruments appears possible due to similar design or dimensions, and stryker does not guarantee that the extractor instruments demonstrated herein will work in any cases where competitive products are used, or in cases where stryker products have been altered. As a precaution, make sure to have other standard instruments available in case the tolerances of the implants do not match the tolerances of the extractor tool.¿ further, under chapter ¿technical details, plates¿: ¿to remove any plate, first extract all screws by using the appropriate size screwdriver bits. Remove the plate by using a regular forceps. The development of locking plate technology has led to ¿cold welding¿ of screws to the plates. In this case, cutting tools for metal have to be used for the removal of the screws. In order to help protect the soft tissue from excessive heat and metal debris accumulation, irrigation and suction should be used in combination with cutting tools. Warning: if screws are cold welded to the plate, carbide drills may be required. The extraction set does not feature carbide drills or any other instruments to remove cold welded screws.¿ however, based on the limited information given and in absence of the subject product (and the lot code) the exact root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.

Event description:
It is reported by the male nurse of the hospital, the device was used to remove a non stryker plate. Because of the cold shut of the plate and the screw the removing was complicated. During screwing out a piece of the handle broke. Surgery was completed successfully by a piecemeal removal of the plate.